Event description:
It was reported that during a meniscal repair procedure, the first anchor deployed normally. When making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device goes down without resistance and doesn't deploy the second anchor, even after several attempts. T1 was removed from the patient. A backup device was available to complete the procedure. Delay was approximately 7 min with no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the needle but were returned. Examination of the construct showed t1 is missing. T2 is bent and remains attached to the suture. The suture has been cut forward of t2. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, the device did not function as intended.